Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The lot no. Was unknown. Therefore, as the result of checking the manufacturing record of one year in the past from july 20, 2016, there was nothing abnormal detected. The exact cause could not be conclusively determined. However, since the instruction manual of the subject device warned to reprocess the subject device before using, the user's mistakes couldn't be ruled out as a contributory factor to the reported event. The instruction manual of the subject device warns; this instrument was not sterilized before shipment. Before using this instrument for the first time, reprocess it according to the instructions in chapter 4, "reprocessing".

Event description:
It was informed that the subject device was not sterilized before the procedure and it was used to a patient who is (B)(6) child. The subject device had no malfunction. The intended procedure was completed with the subject device. No patient injury was reported.